Event description:
Caller reported there are two lines on the display of the meter. Caller stated there are a thicker vertical line on the left side and one thin line in the middle of the screen. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.